Event description:
We have had three incidents of the gripper plus huber needle safety feature failing to perform as designed within a one week period. When deaccessing the implanted port, the needle lifted out of the port but then became disconnected at the hinge. Neither the nurse nor the patient was injured by the unsecured needle. The lot number of the first needle is unknown, that of the other two are 302x30 and 382x30.